Manufacturer narrative:
The 30-degree endoscope plus was analyzed, tested, and placed on in-house system or equivalent for functional testing and it failed to provide a video due to an electrical communication failure. The endoscope was plugged on in-house system or equivalent and it provided color bars in both eyes. Additional observations found unrelated to the primary failure states that the endoscope was found with a camera instrument adapter (aea) defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and it was found that the aea shaft bearing contributed to friction. The endoscope was also found with local button controls not working properly. The endoscope failed the button functionality test due to all button exhibiting not working when activated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was further found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. Further evaluation states that the endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 30-degree endoscope plus image was not correct when it was connected to the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus, however, failure analysis has not completed their investigation as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.